Event description:
The user facility reported that a washer was leaking water from the bottom of the door and an employee slipped and fell when walking near the washer. The employee was taken to the facility emergency room where she received an x-ray and was treated for back and wrist injuries. The facility reported the employee is currently not working due to lifting restrictions. Steris contacted the user facility to obtain additional injury/treatment information, however, no additional information was provided.

Manufacturer narrative:
A steris service technician and a district service manager inspected the unit and could not identify a leak or duplicate the reported event. They ran several test cycles and found the unit to be operating properly; the unit did not leak. The technician also verified proper operation of the washer door. The washer has manual doors and if the operator does not properly close the doors or the chamber basket is not centered correctly, the door will not seal and water can leak from under the door seal. The technician observed the facility's loading practices when on-site and noted that operators do not properly position the manifold before beginning a cycle and the instruments being washed are loaded onto the chamber basket rather than on the appropriate loading carts as advised in the operator manual (pp. 1-1). This can cause the door to not properly seal as instruments are obstructing the way subsequently causing a leak from the washer door. Steris has determined the cause of this event to be user error as the facility does not always check the washer door or basket position prior to starting a cycle. The equipment operator manual states (pp. 4-1): "always position each manifold over a manifold connector before operating unit. If manifolds are not positioned correctly, damage may result and unit will be unable to effectively wash load." The manual also states (pp. 4-6): "open door and slide loaded manifolds and/or baskets into wash chamber. Verify each manifold and/or basket is positioned over a manifold connector." The washer is under steris service contract and was last serviced on (B)(4) 2010. No further issues have been reported with the equipment since the reported event. While on site for the inspection the technician instructed the equipment operators on the proper operation of the washer prior to beginning a cycle, specifically on how to check the washer doors and the basket position to ensure cycles are completed properly and leaks are prevented. Steris also offered the facility formal in-service training on the proper operation of the washer, however the facility declined.

Event description:
The user facility confirmed that the employee has returned to normal work duty and has no sustaining injuries.